Event description:
During the routine follow-up of the device involved in this report, the episodes recorded in device memory were reviewed. The complainant had questions regarding these episodes. These questions were about: some of the displayed elements of the rhythm analysis performed by the device, the rhythm zone display that was not updated after zone cut-off rate reprogramming.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Follow-up files were analyzed. In reponses to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4). Patient files and log files were retrieved and sent for analysis (log files are files saved by the programmer containing the recent history of communications with the programming head, the implant, and the activation of the user interface. These files are not available by the user but the user may send a copy to the manufacturer for analysis. In order to enable a correct display, a possible work-around would be to quit the session and re-interrogate the device after a parameter modification: current values of the parameters would be displayed on the tachorgram.